Manufacturer narrative:
The customer's quality control data and alarm trace did not indicate a performance issue with the reagent or instrument. A review of the calibration data provided showed that calibration failed for creatinine and chloride and all others passed. The field service engineer determined that a vacuum line for a rinse nozzle was leaking, causing an overflow into the cuvettes. The vacuum line was replaced and cuvette water levels were adjusted. The sample probe was also adjusted. After service, calibration and controls were tested and these were as expected. Patient samples were run successfully, without alarms. All performance checks passed. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received discrepant results for seven patient samples tested with multiple assays on the cobas 6000 c (501) module. The initial values from the samples were reported outside of the laboratory. The samples were repeated and values were corrected. The following assays were affected: ise indirect na, k, ci for gen.2, altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation, astl aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation, ldhi2 lactate dehydrogenase acc. To ifcc ver.2, crej2 creatinine jaffé gen.2, tp2 total protein gen.2, ca2 calcium gen.2, and alp2 alkaline phosphatase acc. To ifcc gen.2. Refer to the attachment for all patient data. Values in the "corrected result" column were deemed correct and corrected reports were issued with these values. The creatinine reagent lot number was 41531401, with an expiration date of 31-mar-2021. The tp reagent lot number was 41434601, with an expiration date of 31-aug-2020. The alt reagent lot number was 42098501, with an expiration date of 30-sep-2020. The ca reagent lot number was 42483701, with an expiration date of 30-nov-2020. The alkaline phosphatase reagent lot number was 41426701, with an expiration date of 29-feb-2020. The ast reagent lot number was 42098901, with an expiration date of 30-sep-2020. The ldh reagent lot number was 41144401, with an expiration date of 30-jun-2020. The na, k, and cl electrode lot numbers and expiration dates were requested, but not provided.